Event description:
The customer reported that while the iabp was in use on a pt, the iabp stopped pumping without alarming. The panel switches, including the start button, were inoperative. The iabp was rebooted and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. As a precautionary measure, the keypad controller board was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer.